Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (bent pins) has been confirmed. Upon eval, the pins in the electrode belt trunk cable connector were bent in a swirl pattern. The cause for the bent pins cannot be positively identified, but was likely due to the connector being forced into the monitor while the pins were misaligned. No adverse event resulted from the defective electrode belt connector. The pt received a replacement electrode belt.

Event description:
A (B)(6) male pt¿s son contacted zoll customer support to report bent pins in the pt¿s electrode belt connector. The pt was provided with a replacement electrode belt.